Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and liquid/saline did not come out of pentaray's washing case. When the medical team flushed the pentaray with the irrigation pump, we saw that there was no liquid flow in the pentaray. The intermediate line was changed but the flushing did not start again. The medical team also tried washing with the injector and observed that there was no liquid flow again. There was no error in the irrigation pump. The pentaray was replaced and the issue resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On(B)(6)2024, bwi received additional information regarding the event. The issue was noticed before using the device on the patient. The medical team washed the pentaray before using it on the patient and observed that no liquid came out. A photo was also received of the device. The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)